Event description:
It was reported that prior to a laparoscopic tubaligation procedure, the hulka clip applicator jammed. It appears that the inner slide jumped the track. There was approx five minutes delay in surgery to find another hulka clip applicator to perform the surgery. There was no pt consequences.